Event description:
The account alleged the bed is not communicating to nurses' station when the call button is activated. No pt impact.

Manufacturer narrative:
The technician replaced the side com cable to resolve the issue.